Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be identified for the events the device could not be lit due to defective power unit / igniter, since the device was not returned to the manufacturer for investigation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, the defective could not be lit due to a defective power unit. Furthermore, dust accumulation of the fan, s-socket worn out resulting in loose connection, high intensity mode failure to work. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera elite xenon light source main lamp did not work and the spare lamp was switched on. The event occurred during preparation for use, prior to a laryngoscopy operation. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.